Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin t stat assay result for one patient sample. The initial result at 4 am was 0.377 ng/ml and was reported outside the laboratory. The patient was admitted to the hospital based on the elevated troponin t result. The doctor ordered more testing around 7 am and the troponin t result was <0.01 ng/ml with a data flag. The customer repeated the sample from 4 am and the result was <0.01 ng/ml with a data flag. The repeat result was believed to be correct. Information concerning any effect to the patient or the outcome for the patient was requested but the customer did not know. No adverse event was reported. The reagent lot number was 17644300 with an expiration date of 08/31/2017. The chemistry profile for the patient that was performed at 4 am from the same sample was repeated and similar results were received. The field service representative found the bead mixer was bent. He corrected the bead mixer and adjusted the mixer. He checked the alignment for the bead mixer, sample probe, reagent probe, extra wash cycle sipper, and sipper, which were all good. He verified the liquid level detection (lld) for the sample probe, reagent probe, and sipper probes which were all good. The customer ran qc and a sample comparison which were good. A specific root cause could not be determined. Further investigation found a bent micro-bead mixer would generate more than one incorrect result when the reagent pack became empty and would lead to discrepant low results because a lower than specified micro-bead volume would be aspirated. It was determined the issue was more likely caused by incorrect centrifugation of the sample as the customer was only centrifuging samples for five minutes.